Event description:
The patient was admitted to the hospital for multiple inappropriate aicd shocks. An interrogation of the aicd showed the devices oversensing and delivering inappropriate shocks while the patient was in a sinus rhythm. Physician noted that patient had ICD shock storm, fraying of ICD lead on chest x-ray, and noise on ICD lead with suboptimal r-wave detection. Native ICD was explanted and the leads were disconnected. Given fraying of the lead, as well as evidence of lead malfunction, it was decided to insert a new ICD lead and explant the native ICD lead. ICD lead was explanted under fluoroscopy without any difficulty. New lead was advanced into the rv (right ventricle) and secured in the rv apical septum. R waves were 7.2 mv, pacing threshold of 0.5 volts at 0.5 msec, and impedance of 1169 ohms. Native atrial lead was tested with satisfactory parameters. The new ICD lead and the native atrial lead were connected to the native ICD.